Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on an unknown date. Right after the procedure, the patient had multiple vaginal and urinary tract infections which were treated with antibiotics. The patient underwent another procedure one month after to have the sling released because of being unable to urinate without a catheter. In 2012, the patient started to have severe pain and vaginal bleeding and was told by her physician that the pain was due to her chronic pelvic pain she had prior to the sling procedure and the bleeding was not related to the sling. The patient was also prescribed oxycontin 15mg every 12 hours for pain. No further information was provided.